Event description:
It was reported that the zimmer air dermatome hand piece was taking the skin badly. Additional information received states that an additional graft needed to be harvested to complete the case.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.